Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump wake button was "stuck" and an alarm occurred. Customer was unable to clear the alarm. Customer's blood glucose was within range (value not provided). Customer reverted to an alternate method of insulin therapy.